Manufacturer narrative:
(B)(4). Date sent: 8/3/2021. Additional information received: pt had called in to the office due to have a cough. Her chest x/ray showed atelectasis within the left lower chest. She was given lasix po and advised to continue to use the spirometer recommended on most all the pts post op. No hospitalizations nor ov, just a couple of phone calls. H1 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4); date sent: 12/7/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information received: start date: (B)(6) 2021, alert date: (B)(6) 2022, country of event: us, model: lxmc17, device lot number: 27062, date of surgery: (B)(6) 2021, adverse event term: mild dysphagia management w/ intervention, site awareness date: 07 jun 2022, end date: blank, severity: mild, relationship to study device: possible, dilation performed: yes, indicate type of dilation? Mechanical, date of dilation: (B)(6) 2021, other intervention/treatment: yes, if other specify: second dilation (B)(6) 2022, outcome: recovering/resolving h6: e1025 should not have been applied on (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 7/5/2023. Additional information received: outcome: recovering/resolving / recovered/resolved, end date: blank / on (B)(6) 2023.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2021. The DHR for lot 27062 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: what is the product code for this compliant? Lxmc17. What is the lot number? Lot 27062. What is the date of the implant? (B)(6) 2021.

Manufacturer narrative:
(B)(4). Only event year known: 2021 product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: since you last completed a study visit, did you seek medical treatment related to gerd or linx device?: yes. Reason the subject sought medical attention: difficulty swallowing: no. Painful swallowing: no. Continuation of worsening of gerd symptoms: no. Other troublesome symptom that may be related to the linx device and/or linx procedure: yes. What was the medical treatment received? Phone call to clinic. Was the ¿medical treatment¿ just a schedule post-surgical follow up? N/a. If the medical treatment was medication, was the medication doctor prescribed? Lasix po. If the medical treatment was medication, was the medication only over the counter medication? N/a. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code for this compliant? What is the lot number? What is the date of the implant?

Event description:
It was reported via clinical trial patient experience, gerd symptoms continuing to worsen. The event was not related to the study device.